Event description:
It was reported that the pump touch screen was shattered and unreadable due to a blanks screen. Reportedly, the customer fell and the touch screen became shattered and unreadable. There was no reported impact to customer's blood glucose. No additional patient or event infomration was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned